Manufacturer narrative:
Tandem's use guide states: "do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The user's blood glucose (bg) level ranged from 300 mg/dl to 400 mg/dl with trace ketones. The bg level was addressed with an alternate pump. Reportedly, the user disconnected at the luer lock during pumping. Recommendation was made to not disconnect at the luer lock. At the time of the report, the user's bg level was 100 mg/dl.